Event description:
The patient reported that in 2007, she went to the emergency room for a migraine headache and, while there, asked that her blood glucose be checked. She stated, her blood glucose reading was 35 mg/dl and she was given a glucose IV to treat the low blood glucose. She stated, she is a "brittle diabetic." She said she is looking for a new doctor and has not discussed her erratic readings with her current doctor. On follow up, the patient stated she was nauseated when she came home from the emergency room last night, so she waited until later to eat. She said she doesn't remember if she bolused after she ate. She stated her blood glucose reading was "hi" when she woke up which she treated by bolusing through her insulin infusion device. The patient refused an offer for a diabetes educator to assist her stating she is too busy and would prefer not to have one assist. On further follow-up, the patient stated her blood glucose is within the normal range. She stated she recently changed her site and it seems to be a good one. She stated she has a lot of scar tissue from several surgeries and from always using her abdomen. The patient was advised to speak with her doctor about other site locations. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.